Event description:
Complaint was reported as: the stapler jammed during use in the procedure. The event caused no harm to the pt. Another visitant was used to continue the procedure.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.